Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 22 mg/dl. The customer stated, she was treating for high blood glucose levels initially, but then her blood glucose went low. Troubleshooting was performed and the insulin pump passed the required tests.